Event description:
It was reported an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin.